Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they went through an MRI and their pump is now dead. The customer states they tried to pull the numbers from their old pump, but received an unexpected restart alarm. The customer's blood glucose level at the time of incident was 69mg/dl. The customer states the pump had been stored and unused for a long period of time. The customer was assisted in clearing the alarm, and the customer was advised to monitor the device and call back if issues persist.